Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that the surgeon "surgically treated this patient for an infection in the area of the airvance hardware. At that time, the doctor stated that he was unsure what was causing the infection; he believed that the initial implantation of the system was a few years back. He told the patient that if it was determined to be a bone infection, he would remove the hardware, but the wound was cleaned and the patient closed without removal."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.